Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail jl4.0; stent: xience alpine 3.5-15. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left circumflex artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and a xience alpine stent was implanted. The 3.5 x 15 mm nc trek ballon catheter was advanced and inflated for the first time to 12 atmospheres (atm), but the balloon ruptured. The balloon catheter was removed from the anatomy and flushed. A pinhole rupture was observed. The device was replaced with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.